Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the patient experienced a seizure which resulted in hospitalization. At the time of event, the patient was not wearing the dexcom system. There was no allegation against the dexcom system. Patient's father indicated that the seizure prompted him to place the patient back on the dexcom system. No additional patient or event information was provided.